Event description:
Customer reported that a pt underwent repair of a vaginal vault prolapse in 2008, with placement of a surgical drain. The drain broke during a planned explant four days later. The pt was discharged and returned three days later, to explant the retained fragment. The pt reportedly developed pulmonary complications and required overnight stay in the ICU as a result of the second procedure.

Manufacturer narrative:
Date sent to the FDA: 02/27/2009. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.